Manufacturer narrative:
The report received from the field indicated that while attempting to re-cross the non-cordis stents implanted with a 300 cm. Sgw atw str floppy marker guidewire, the distal tip of the guidewire became entrapped in the proximal left anterior descending (lad)/distal left main coronary artery either in the lesion calcification or the edge of the stent. While attempting to remove the guidewire the distal radiopaque tip fractured and could be seen extending into the right axillary artery. Multiple attempts to snare the guidewire with a loop snare, vascular retrieval devices, and even a biopsy catheter via femoral access were unsuccessful. The separated guidewire remnant is very fine and is limited to the aortic root. The decision was made to treat the patient with antiplatelet therapy and to forego further invasive attempts to retrieve the separated guidewire remnant. The patient was reported to be doing well post-procedure. No additional information including patient films is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that while attempting to re-cross the non-cordis stents implanted with a 300 cm. Sgw atw str floppy marker guidewire, the distal tip of the guidewire became entrapped in the proximal left anterior descending (lad)/distal left main coronary artery either in the lesion calcification or the edge of the stent. While attempting to remove the guidewire the distal radiopaque tip fractured and could be seen extending into the right axillary artery. Multiple attempts to snare the guidewire with a loop snare, vascular retrieval devices, and even a biopsy catheter via femoral access were unsuccessful. The separated guidewire remnant is very fine and is limited to the aortic root. The decision was made to treat the patient with antiplatelet therapy and to forego further invasive attempts to retrieve the separated guidewire remnant. The patient was reported to be doing well post-procedure.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that while attempting to re-cross the non-cordis stents implanted with a 300 cm. Sgw atw str floppy marker guidewire, the distal tip of the guidewire became entrapped in the proximal left anterior descending (lad)/distal left main coronary artery either in the lesion calcification or the edge of the stent. While attempting to remove the guidewire the distal radiopaque tip fractured and could be seen extending into the right axillary artery. Multiple attempts to snare the guidewire with a loop snare, vascular retrieval devices, and even a biopsy catheter via femoral access were unsuccessful. The separated guidewire remnant is very fine and is limited to the aortic root. The decision was made to treat the patient with antiplatelet therapy and to forego further invasive attempts to retrieve the separated guidewire remnant. The patient was reported to be doing well post-procedure. (B)(4). The history records indicate this product was final inspection tested at (B)(6) medical limited and was determined to be acceptable. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device/device interaction and is not related to a product quality issue. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.